Event description:
On the first day of heavy bleeding, she used a super plus tampon. After removing it, she noticed that only the barrel remained and felt smaller than expected. She checked inside but couldn't feel anything, so she inserted another tampon. Each time she removed a tampon, she checked with her fingers, but felt nothing unusual internally. Over the next few days, she experienced increasing nausea and uterine pain, with her cramps getting worse. Eventually, she had difficulty bending and walking. While urinating, she coughed and felt something foreign inside. Upon reaching in, she detected a plastic-like object. At the ER, the doctor performed a pap smear and used a speculum, discovering a tampon applicator stuck sideways. The doctor noted swelling and scratches, and said it would have been impossible for her to remove it on her own. The applicator was lodged inside her for 6 days. No medication was prescribed.